Event description:
It was reported that the customer experienced cgm signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while the dexcom app continued functioning, and the agent advised toggling the cgm on the ilet and allowing time for re-pairing as part of troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no reported injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user guidance to re-establish the cgm-to-ilet connection. Investigation of this case revealed a communication disruption limited to the ilet interface with the dexcom g7, consistent with a transient connectivity issue affecting the device¿s cgm communication component. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interference or pairing disruption.

Manufacturer narrative:
Initial.